Event description:
It was reported that at the user facility, the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information: the reported event that the tip of the device broke off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that at the user facility the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.